Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. Battery inspection data showed that the battery passed all inspection tests per 12v nimh & 14v li-ion battery tester interface software. The battery was manufactured on 15mar2019. The reported event of the 2nd led from the left in the led indicator bar not illuminating was confirmed via evaluation of the returned 14v battery (serial number: ((B)(4)). The battery was returned fully charged. The fuel gauge button on the battery was pressed and all of the leds illuminated except for the 2nd led from the left, reproducing the reported event. No other issues were observed with the battery during testing. Aside from the led issue, the battery passed functional testing and supported a test system without issue. Evaluation of the battery revealed a damaged component on the printed circuit board (pcb) that prevented power from being supplied to the 2nd led. A manufacturing analysis task was opened to further investigate the root cause of the damaged component and subsequent led issue. It was determined via the manufacturing analysis task that the battery passed inspection, including the verification of the proper function of the leds; the root cause of the issue was not able to be conclusively determined. The reported event was determined to be caused by a damaged component on the pcb; however, the root cause of the component becoming damaged could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when switching patient to batteries for mobility, the ICU nurse checked battery level prior to engaging clips and attaching power cords. They noted that 2nd light from left in indicator bar no longer illuminates. The battery was exchanged and the manufacturer's investigation found pcb damage.